Event description:
It was reported to the MFR, by facility. Per facility at approx 10:15 p.m, the cna found the resident, with her head trapped between the rail and the mattress at the very end of the rail. Medical history on resident was that she was withdrawn, impaired in positional ability, dementia, combative, yet very petite in height and weight. Per facility mattress was not mfg by joerns, it was a panacea mattress. No ID on rails other that they were 1/2 rails. Per facility file has been closed, as an accidental death. As described this would be considered as a zone 4 entrapment; between the rail, at the ends of the rail.

Manufacturer narrative:
Bed in question was mfg from 1979-1990, so, said bed is at least 18 yrs old and most likely a few yrs older.